Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. During the procedure, the balloon catheter was checked for patency. The pre-heat cycle took about one minute, and two minutes into the therapy cycle, the temperature shot up to 101 degrees celsius and the machine shut down. The machine was turned off and on. The temperature was at 84 degrees celsius and the start button was pressed. Fluid was then evident in the vagina and pressure was not being maintained. The procedure was aborted. The device was removed and a hole was found in the balloon. The catheter was replaced with another catheter and the procedure was completed successfully with no consequence to the patient.